Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. DHR review was completed for the subject lot number (0402045). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (0402045) for similar events and no other complaints were identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tsvb13) therefore, based on the available information, device malfunction did occur and the reported event was confirmed using the provided x-ray. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, PMA/510(k) number unknown / not provided. Device not returned.

Event description:
It was reported that the implant fractured, but remains implanted. Tooth location 5.